Event description:
It was reported that the nurse stated patient had been on therapy for 3 days in an arctic sun device. Just started having issues today with water flow rate (wfr). Adjusted pads and fixed kink, but still experiencing low flow. Neonatal pad in place water flow rate (wfr) was 0.5 l/m. Tried to stop therapy and adjust pads, but water flow rate (wfr) dropped to 0.4 l/m. Nurse notes visible flat portion of exposed plastic on pad tubing. Advised to go ahead and swap out the pads. Nurse was going to call back if additional assistance was needed. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been on therapy for 3 days in an arctic sun device. Just started having issues today with water flow rate (wfr). Adjusted pads and fixed kink, but still experiencing low flow. Neonatal pad in place water flow rate (wfr) was 0.5 l/m. Tried to stop therapy and adjust pads, but water flow rate (wfr) dropped to 0.4 l/m. Nurse notes visible flat portion of exposed plastic on pad tubing. Advised to go ahead and swap out the pads. Nurse was going to call back if additional assistance was needed. Sn (B)(6). Per follow up information received via phone on 07aug2025, it was reported that the tubing on the artic gel pad softens during the rewarming phase and kinks. This causes the water flow rate to drop and causes the device to not function properly. They also mentioned that they believes the positioning of the patient while using the device plays a role in causing the tubing to kink as well. The pads were swapped out during the technical support call and the patient was able to complete therapy. No sample was retained. Stated that they spoke with their rep and they explained to them that the company was aware of the reported issue and was working on a solution.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Current manufacturing controls in place to prevent this failure include: design verification-flow rate testing, design verification - flow path distribution verification, design verification-heat transfer testing, design verification ¿ simulated use testing: (B)(4). The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.